Manufacturer narrative:
(B)(4). The device was returned and evaluated. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. The external/internal inspection was performed and the device passed, along with all of the electrical testing. The device also passed the temperature check and the pressure, leak, flow, perforation, volumetric and accuracy test. One hour therapy was successfully performed. There was nothing found in the evaluation that would cause or contribute to the reported event. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a patient experienced fluid around their heart and lungs coincident with peritoneal dialysis (pd) therapy. The cause of the fluid around the patient¿s heart and lungs was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A review of the device logs revealed no increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient experienced fluid around their heart and lungs on an unreported date in (B)(6) 2013. A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.